Event description:
Multiple reports from one surgeon of periprosthetic or calcar fractures after implantation of novation element femoral stems.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification numbers were not provided, precluding a review of the devices history record. MFR is attempting to follow up with the surgeon for additional details.